Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found the sample probe was bent. The fse replaced the sample probe to resolve the issue. The fse performed verification tests, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported six (6) patients had zero results on multiple chemistries on their dxc 700 au clinical chemistry analyzer. The customer did not provide the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.